Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the ni on ni. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Exact cgm and bg values were not provided, however reporter stated that there was a difference of 40 points. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. No additional event or patient information is available.